Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the monitor would not transmit after two attempts. It was also reported the monitor smelled hot and shut down. The monitor was replaced and no patient complications have been reported as a result of this event.